Manufacturer narrative:
D11; additional catheters were returned. Continuation of d11: product ID 8709. Serial# (B)(6). Implanted: explanted: (B)(6) 2020. Product type catheter product ID 8709. Serial# (B)(6). Implanted: (B)(6) 2002. Explanted: product type catheter product ID 8578. Serial# (B)(6). Implanted: on (B)(6) 2012. Explanted: on (B)(6) 2020. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-jul-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 220 mcg/day. It was reported that the patient developed intermittent withdrawal symptoms starting last week. Side port aspiration was performed. Successfully able to aspirate the catheter. Exploratory surgery to investigate cause of spasticity. A small leak of presumably csf was discovered coming from somewhere in the sutureless connector. Removed catheter connector and 1cm of catheter. Adequate therapy restored, the issue was resolved at the time of the report. Patient began to experience overdose symptoms following her procedure yesterday. Pump was turned off for 10 hours. It was discovered that the catheter connector, which was removed, had not been subtracted from the total catheter length likely resulting in an additional bolus of 33mcg. Pump has been restarted and catheter length adjusted.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) explanted: (B)(6) 2020 product type catheter product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2002 explanted: product type catheter product ID 8578 lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2020 product type catheter h3: the 8709 catheter was returned and analysis found no significant anomalies. The 8578 catheter was returned and analysis found damage in the cup of the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.